Event description:
The technician alleged that the brake casters at the head end of the stretcher would not hold. No pt impact.

Manufacturer narrative:
The technician replaced the installed a brake steer upgrade kit to resolve the issue.